Event description:
One endeavor sprint drug eluting stent was successfully implanted in the left main. Approximately 11 months 3 weeks post index procedure patient visited a hospital complaining of chest pain. Approximately 14 months post index procedure patient expired, no information available.

Manufacturer narrative:
(B)(4). Inherent risk of procedure (death). (B)(4).

Manufacturer narrative:
Investigator assessed that the event was not related to the study device.